Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(6). (B)(6) checked the subject device and found that the reported phenomenon (error b30) was not duplicated, and also found that the front panel did not function due to the failure of the printed circuit board. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the use of the subject device at the user facility, it was found that the scope communication error b30 occurred on the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus singapore (osp). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from osp, omsc surmised that the function failure of panel buttons was attributed to the failure of the component mounted on the printed circuit board, which might be caused by the aging degradation because eight years had passed from the subject device had been manufactured. In addition, it was surmised that the error b30 was attributed to the communication failure between the videoscope, which might be caused by the use of the subject device with foreign material such as dust or chemical residues adhered to the electrical contacts of the video connector, or by the connection failure with the light source cable maj-1933 used in the combination with the subject device. If additional information is received, this report will be supplemented.